Event description:
Customer reported that she was hospitalized due to high blood glucose and diabetes ketoacidosis. Customer was vomiting at the time of hospitalization. Customer was too sick to troubleshoot the insulin pump. Customer had been experiencing high blood glucose for over a month, but no calls were placed to the helpline to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.